Manufacturer narrative:
Device evaluation is not necessary as infection is not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that the patient had been hospitalized due to infection, attributed to the vns surgery, and a low white blood cell count. The patient was implanted over a year prior. The patient's generator was turned off and serosanguinous fluid was removed with a needle. The fluid did not appear to be infectious and the patient was placed on antibiotics for 24 hours to see if white blood cell count improved. Clinic notes reported that an ultrasound showed a small amount of fluid increase in the pocket with no definite drainable fluid collection. It indicated stable edema with a slight increase in redness. The skin was tender and the scar inflamed. There was evidence of cellulitis of the skin of the surrounding area. The patient was on IV antibiotics. The notes indicated that the infection was present but that the patient's arm movement was improving. The patient's lead and generator were explanted.the manufacturer's device history records were reviewed. Sterilization of the suspect device prior to distribution was confirmed. The company representative then said that the surgeon hadn't believed it was related to the vns because the patient had had no signs of infection since the initial implant. No further relevant information has been received to date.

Event description:
The company representative later clarified that when the surgeon had indicated that he hadn't believed the infection was related to the vns, he meant that the infection wasn't related to the vns device itself not necessarily vns surgery. No further relevant information has been received to date.